Event description:
It was reported that a patient underwent surgical correction of reflux by videolaparoscopy on (B)(6) 2023 and suture was used. During the procedure, when suturing, the thread broke from the needle, staying in the abdominal cavity c arch. The cavity was checked by the team and the needle was found attached to the trocater, due to being a magnetic needle. This caused a delay of the surgical procedure. Another new product was used and there were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. How long was the delay? - they did not report the full amount of delay. 2. Were there any unexpected results or complications due to the prolonged surgery time? - no. It was reported that they found the needle. 3. Was the patient's treatment changed in any way due to the prolonged surgery time? If yes, please explain - no. 4. Current status of the patient? - the surgery went well, as reported. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.